Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a review of the alarm log, and a review of the service history records were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.